Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001 in a pt with severe iliac tortuosity. The aneurysm sizing and morphology are unknown. The physician inserted the bifurcated stent graft up the right iliac artery and noticed under fluoroscopy that there was a mild kink in the delivery system approx where the gate of the stent graft was. As the physician was trying to deploy the stent graft, the black slide ring came back but the sheath did not retract. When the physician ceased from trying to deploy the stent graft the black ring returned to its original position. The physician removed the device from the pt and used another device successfully. No further info is available at this time and no additional clinical sequelae were reported.